Event description:
(B)(6) hosp pt was admitted for respiratory insufficiency hypertension. The pt was on 60% aerosol mask of o2. At 8:23 on (B)(6) 2012, pt was given 60 mg prednisone orally, and 100 mg colace orally. At 8:24 on (B)(6) 2012, pt was given 1mg push of maxipine. Customer reported that there was a discrepancy between two epoc pco2 results. Both tests were run on card lot 07-11242-00 with epoc reader s/n (B)(4), firmware version 2.2.5.7, host swv 3.9.4, sensor config 16.5. Test cards were stored at room temperature. The same sample coming from the same syringe was used for both tests. It was an arterial sample taken from right radial. There was no IV. The syringe used was 1ml (provent) with approximately 23.5 i.u. Units of dry lithium heparin per ml of capacity. The discrepant result was not reported and was discarded. Pt was not treated on epoc result. Tests were not run on any other instruments. Raw data test files were provided to epocal.

Manufacturer narrative:
The single use test card in question was not returned. The actual test data from the epoc device was made available. Customer data was analyzed and the low pco2 reading was confirmed as being an outlier as judged by the pt's history. It was observed that the operator correctly observed the outlier, repeated the test within minutes and obtained an acceptable result. The operator did not act on the erroneous pco2 result. Raw data curves were obtained and analyzed. It was determined that the incorrect pco2 result was likely due to the presence of an air bubble in the blood sample over the sensor module in the bgem test card. Finished goods test data from lot 11242-00 was analyzed and there were no pco2 critical outliers and the lot had acceptable pco2 precision, i.e. 2-2.4%cv. Rate of pco2 critical outliers was analyzed over the 2011 year. There were 37 pco2 critical medical outliers in aqueous fluids, i.e. 37/216297=0.02% of the reported results, and 10 pco2 critical medical outliers in blood, i.e. 10/80270=0.01% of the reported results. We consider this an isolated event.